Manufacturer narrative:
(B) (4). Physio-control evaluated the device and confirmed that the device would not power on. It was observed that the device's switch latch actuator came off causing the unit not to power on. The customer received a replacement device.

Event description:
It was reported that the device had no voice prompts. There were no reports of pt use associated with the reported failure.